Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose level of 503 mg/dl. The customer consulted their healthcare provider to address bg. Although requested by tandem technical support, the customer declined to perform troubleshooting. During follow up the customer reported bg was 125 mg/dl.